Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device alarming due to low fio2 (fraction of inspired oxygen) readings was confirmed through a review of the device's electronic records; however, the issue could not be duplicated during testing. As a precaution, ventec replaced the inlet accumulator and proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device was alarming due to very low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.